Event description:
It was reported in retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents that following a biliary stenting treatment procedure stent migration occurred. An rx was permalume 10 x 80 was implanted to treat a benign biliary stricture in mid common bile duct (cbd). At 17 months later, a stricture revision procedure was performed and it was noticed that the previously implanted stent had migrated from the mid cbd to the distal cbd. The event was considered to be "serious, mild and definitely related to the device". The stent was removed utilizing unspecified means and the pt was observed.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.